Event description:
Customer reported that while in use on a pt, their infant star model 500 went into a e13 ventilator inoperative condition with appropriate alarms and display indicators. There was no pt injury as a result. During testing by the facilities biomed personnel, the device produced an e10 and e20 vent inop and the biomed tech noted that the set rate climbed from 60 to 108 and displayed an insufficient expiratory time alarm.